Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced inadequate paresthesia coverage. The sensor orientation was not accurate possibly due to a battery movement during fall. The outcome was ongoing. Interventions included reprogramming. The patient requested the sensor off because she preferred to have control of the rate. Later the patient had adaptive stimulation turned back on and the patient was reeducated on use. Diagnostic methods included examination/palpation. The patient fell and afterwards experienced inadequate paresthesia coverage with positional changes. The fall was unrelated to the device. There were no signs of movement of the device. All impedances were within normal range. Stimulation increases pain. X-ray results showed that the lead tips had not migrated. The patient turned the stimulator off when sitting or laying down due to positional changes in stimulation. The etiology was noted as due to programming. The event was related to the device or therapy and not related to the implant procedure. The severity was noted as mild.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported that diagnostic examination/palpation on (B)(6) 2015, indicated the stimulator was helpful. The patient resolved without sequelae.